Event description:
Information was received per the physician that the patient's device was found to be functioning properly and impedance is within normal limits. The current treating neurosurgeon could not provide an assessment on the patient's condition as they are not the patient's psychiatrist. No additional relevant information has been received to date.

Event description:
It was reported that a patient was hospitalized due to worsening depression and the patient believing their vns device was not working. Follow up with the reporting physician's office revealed that once the patient's medications were stabilized in the hospital, the patient was no longer fixated on the device not working, and became less anxious and more cooperative. It was stated the patient's treating psychiatrist was no longer practicing and therefore the patient was not being seen by a psychiatrist and per the physician's office it is unknown whether the patient was taking their medications when prior to the hospitalization. No additional relevant information has been received to date.